Event description:
It was reported that a laser vision correction patient presented on (B)(6) 2015 with mild superficial punctate keratitis (spk) causing moderate dryness. Date of surgery was (B)(6) 2014, 9 months prior. Patient had punctual plugs inserted in both eyes lower lids and was instructed to continue use of artificial tears, there was no surgical or additional medical intervention. It was stated that the patient had no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
The account is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.